Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a bvi9600 console assembly, the device read high on the three (3) readings they ran on the patient. The patient was then taken to the hospital where they diagnosed that the aorta was the normal size. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.